Event description:
It was reported that during a neurological procedure, the drill heated up. There was no reported delay in the procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Per the device eval, the bearings and front bearing retainer were worn which can lead to an overheating condition. The damaged components were replaced, and additional preventative maintenance was also performed. The handpiece was returned to the customer.